Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio determined that the power switch, connected to the power button, was not in place correctly. Physio placed the power switch into place, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
It was reported that the customer's device would not power on. This was discovered during a training course and there was no pt use associated with the reported failure.